Event description:
Pt underwent surgery for treatment of endometriosis during which it was noted that a laser fiber that was being used was defective. Removed from sterile field and surgery was continued and completed without complication. FDA safety report ID# (B)(4).